Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The device came in for a preventive maintenance from the customer. However, the equipment showed error 200 ref 25. This was due to a defective psu which was changed to correct the identified issue with the device. All necessary tests were performed on the device and it was found that the equipment works perfectly. However, given the information provided we cannot discern a definitive root cause for the defective psu. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: an mre review was performed and results obtained as follows : part number : 225021. Serial number : (B)(4). Anomalies or discrepancies (non-conformance) : ncr-115676 - rework for software update. Related? If yes, provide justification : n/a. Device history batch null. Device history review null.

Manufacturer narrative:
Additional narrative: additional pro-code: hrx. UDI #: (B)(4). Device received. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that: the customer sent equipment for pm, equipment with error 200 ref 25. This report is 1 of 1 for (B)(4).